Event description:
Front stabilizing bar has been braking when attempting to use c-collar. Has occurred on five documented calls. Discounted application and used another c-collar, which did not break. Dates of use: (B)(6) 2015. Diagnosis or reason for use: cervical stabilization for those patients with possible neck